Manufacturer narrative:
No device returned to olympus for evaluation. The exact cause of the patients¿ outcome cannot be conclusively determined. If new and relevant information is received later, this report will be updated accordingly. Based on the literature, there was no reported device malfunction; therefore, this report is being submitted in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "transrectal endoscopic drainage with vacuum-assisted therapy in patients with anastomotic leaks following rectal cancer resection." Literature summary: this prospective study analyzed the transrectal endoscopic drainage with vacuum-assisted therapy in patients with anastomotic leaks following rectal cancer resection. Seventy-nine patients with middle and distal rectal tumors underwent laparoscopic resection. Primary protective ileostomy was performed dur ing surgery (latme or tatme), 41 patients in laparoscopic total mesorectal excision (latme) and 38 patients in transanal total mesorectal excision (tatme). Endoscopic procedures were performed using flexible video colonoscopes (olympus cf-q165l). Intestinal anastomotic leak was identified in 18 (22.79%) patients [all men, mean age 61.39 (43¿86) years] during the postoperative period. Primary protective ileostomy was performed in 8/18 (44.44%) patients. All 18 patients were treated with endoluminal vacuum therapy via transrectal endoscopic drainage. The mean time from surgery to the diagnosis of leakage and initiation of endoscopic treatment was 16 (3¿728) days. The mean number of endoscopic procedures per patient was 6 (1¿11). The mean duration of endoscopic treatment was 22 (4¿43) days. Complications of endotherapy occurred in 2/18 (11.11%) patients treated endoscopically for bleeding from the abscess cavity. Success of endoluminal vacuum therapy was achieved in 17/18 (94.44%) patients. Moreover, 5/18 (27.78%) patients required ileostomy during the endoscopic treatment. The mean follow-up period was 368 (118¿724) days. Long-term success of transrectal endoscopic drainage using vacuum-assisted therapy was achieved in 15/18 (83.33%) patients. This study concludes that the endoscopic rectal drainage using vacuum-assisted therapy is an effective and safe minimally invasive treatment in patients with intestinal anastomotic leaks following resection procedures within the middle and distal rectum. This MDR is being submitted to account for the two reported adverse events of bleeding from the abscess cavity. The bleeding was controlled endoscopically by the injection of hemostatic powder (hemospray) into the abscess cavity, and transfusions of red blood cell concentrate, and freshly frozen plasma were needed during the endotherapy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.